Event description:
I had a breast augmentation in 2008. The implants were from allergan smooth saline placed under the muscle. I was never told of any health risks from my plastic surgeon. In the year 2015 around (B)(6) my body started going down. I already noticed I was losing my hair. Then my menstrual cycle went off. First I had heavy flow for weeks. Then it stopped for months at the time. I went to the hospital and gynecologist where they said nothing was wrong with me. I then started having pains under my breast which I thought was gallbladder I went to the hospital again they said nothing was wrong. I then began waking up every night with sweats. Everyday my body temperature was hot then cold. My muscles became weak then my joints until I couldn't walk. I was put on cymbalta and my heart started having pains which I was then put on metoprolol. I have had tingling and numbness for over a year in legs arms and back. Frequent urination and now interstitial cystitis. I lost (B)(6) in 2 months because I couldn't tolerate certain foods. I was starting to have vertigo and was extremely tired. Sleeping 16 hours a day. I could not even think at work, having brain fog and forgetfulness. I had to take so much time off from work. I am now on short term disability after I had the implants removed and most of my symptoms are gone. I am having to detox from mold that was in my breast implants that you could visually see after the explant. I also had an infection in the tissue around breast which the doctor prescribed extra antibiotics for. The ultrasound showed 3 swollen lymph nodes in the l and r breast. Also cysts in my left mammary glands that had to be removed during surgery and is now being biopsied. This has been horrible and doctors where I live had to travel to (B)(6) to see a surgeon who believed what I was saying. The pain from the breast implants affected my whole body. I will continue to detox with antibiotics and supplements for 2 months. I have to spend over (B)(6) dollars of my own money to correct this problem and I have no idea of the lasting effects of this illness. I have the serial numbers of the implants if needed. I have not even been able to care of my family. My life has been horrible due to these implants.